Event description:
Needle pull off: customer stated the needle would pull off the suture while suturing and pulling out of the packet. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.